Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to the way it had healed in the pocket site. The patient underwent an ipg replacement procedure and the explanted device was not returned. The patient was doing well postoperatively and was able to charge easier.